Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings occurred. On (B)(6) 2024, while the patient was at home depot, he began to feel dizzy and then eventually lost consciousness. The patient reported that he did not ¿notice¿ any alert notification from his cgm device notifying him of his hypoglycemic state. When the patient regained consciousness, emergency medical services (ems) was around him and someone was trying to give him a milky way candy bar. Ems transported the patient to the emergency room. At the emergency room, the patient was treated with IV fluids. His bg meter reading was also taken, but he can not recall the specific value. The patient was discharged home the following day (more then 24 hours). The patient was ¿stable¿ at the time of report. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No additional patient or event information is available.